Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that there was post paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.